Event description:
On 12/27/97 co had an incident in sweden with one of co's products. Co is working with sweden's national board of health and welfare on this incident in addition to filing this report. January, 1997, a skin level gastric feeding tube was placed in a 6-1/2 year old female pt through a well formed stoma. The pt's diagnosis was perinatal asphyxia and psychomotoric (sic) retardation. The pt had used, without serious problems, several other MFR's enteral feeding device since the gastrostomy site was created in 1993. The size and weight of the child is unknown. The child was being cared for at home and the device was inserted by the parents. It has been reported that the MFR's device caused a perforation of the stomach on the opposite wall and the child developed peritonitis and expired on 12/27/97. They report that no gastric bleeding preceded the peritonitis but, there is no info on any other indications of infection the child may have had. The medication history is not known but it was reported that the child was not on any medication at the time. Complications may be associated with the use of any inflatable balloon gastrostomy tube. These include gastric erosion and bleeding. The tip of the feeding tube was rounded to reduce the possibility of these complications. Pressure erosions from the tip may be placement related. The pt's medical condition must also be considered as part of the complication. Children who experience frequent retching, gagging, complicating fundoplication, or coughing from respiratory problems and those with seizures may be at increased risk for gastric erosion. This is an unusual incident in that expected bleeding and other symptons which accompany gastric erosion and perforation are reported not to have occurred. It is also unsual in that the problem occurred after almost one year of problem free use with the same device.